Event description:
It was reported that the patient underwent a procedure to place an expansion segment on (B)(6), 2009. Revision surgery was performed on (B)(6), 2010, to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.

Event description:
It was reported that the patient underwent a procedure to place an expansion segment on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.

Manufacturer narrative:
This report submitted in attention to (B)(6) in response to request for additional information sent on august 19, 2010. Requested information provided below: the explants were visually examined using a paxcam3 optical camera & olympus sz61 microscope. Evaluation of the returned component (expansion segment (B)(4)) found scratches, scrapes and discoloration on the anterior and posterior surfaces. The scratches partially remove the machining lines. The wear patterns indicate the component likely fretted against other assembly components for some time before removal. The tab is fractured nearly flush with the segment surface. The fracture appears to be caused by an overload. Evaluation of the returned component (expansion clip (B)(4)) found that the flat surfaces had scratches and debris, indicating contact with other components. The inside corners are burnished without discoloration or tissue residue, which could indicate wear during removal. The retaining tip is missing as it fractured nearly flush with the tip slot. The fracture surface has no tissue residue or discoloration, which suggests an explantation fracture. The fracture is granular and with the appearance of a ductile fracture. Review of the expansion segment ((B)(4)) could not establish a definitive root cause for the backing out. It was possible that the clip was never fully seated upon initial installation. No issue with the clip was reported and it is normal and part of the clip design for the retaining tip to fracture upon removal from the femoral segment during explantation. Biomet has received two (2) additional complaints on the expansion segment. However, they are unrelated to the segment backing out. (B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found scratches, scrapes and discoloration on the anterior and posterior surfaces. The scratches partially remove the machining lines. The wear patterns indicate the component likely fretted against other assembly components for some time before removal. The tab is fractured nearly flush with the segment surface. The fracture appears to have been caused by an overload. (B) (4).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on april 15, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.(B)(4)

Event description:
It was reported that the patient underwent a procedure to place an expansion segment on (B)(6) 2009. Revision surgery was performed on (B)(6) 2010, to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.